Event description:
It was reported that during a priming a newborn extracorporeal membrane oxygenation (ECMO) set the perfusionist noticed a leakage in arterial connector of ECMO oxygenator. There was a visible crack or scratch in the connector from which the leak was coming. The ECMO set was not used, but the perfusionist used a new set instead.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.